Manufacturer narrative:
Reporter returned one toothbrush head on (B)(6) 2018. Product investigation is in progress.

Event description:
Faulty toothbrush head that came apart whilst in mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via letter on (B)(6) 2018 that he/she had sent in a faulty oral-b precision clean brushhead that came apart while in his/her mouth. The consumer elaborated that the brush head was virtually new. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.